Event description:
Edwards received information that a second device 23mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately nine (9) years and twenty-seven (27) days. The reason for reoperation is unknown and both devices remain implanted. There were no reported complications.

Event description:
Additional information gathered indicates that patient was re-operated due to aortic insufficiency. The patient was reported as stable without any reported complications.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device or additional information no definitive conclusion can be drawn regarding this re-operation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.